Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a sensor error after which they experienced a hypoglycemic event. The patient experienced loss of consciousness and was found by their spouse. The cgm device would have showed a sensor error at that moment. The husband was able to wake up the patient by treating the patient with gummy bears and soda. No further treatment was reported to be needed, and the patient was not brought to the hospital. At the time of the report the patient was stable. A review of performance data shows that the patient's low alert was set to 70 mg/dl with the audio set to match phone. The urgent low alert is fixed at 55 mg/dl; the audio was set to match phone and the snooze feature was set to 30 minutes. The no readings alert was enabled and was set to trigger after 20 minutes of continuous brief sensor issue. Data investigation shows that the patient¿s estimate glucose values started sharply declining at about 2:15 am on (B)(6) 2025, and eventually dropped below the low alert threshold at 3:22 am. The app delivered a low alert at partial volume at this time with an egv of 66 mg/dl. At 3:27 am, the patient¿s egvs dropped below the urgent low alert threshold and the app delivered an urgent low alert at half volume at 3:27 am with an egv of low (less than 40 mg/dl). The app delivered another urgent low alert at half volume at 3:32 am with an egv of 43 mg/dl. The patient then entered a period of brief sensor issue for the next 85 minutes. At 3:57 am, the app delivered a no readings alert at partial volume and continued to deliver no readings alerts at partial volume every five minutes until the brief sensor issue finally resolved. At 5:02 am, the app delivered an urgent low alert at partial volume with an egv of 50 mg/dl. The patient then entered another period of brief sensor issue for the next five-minute interval. By 5:12 am, the patient¿s egvs had risen slightly so that they were no longer below the urgent low threshold, and the app delivered a low alert at partial volume with an egv of 64 mg/dl. The patient¿s egvs were back in target range at 5:17 am with an egv of 118 mg/dl. They continued to rise slightly but did not exceed the high alert threshold. The patient¿s egvs were still in target range by the time the hypo event reportedly occurred around 7:00 am. The reported complaint is undetermined. Although data investigation found that the patient experienced brief sensor issue as alleged, data also shows that the patient received audible alerts for low glucose prior to the onset of brief sensor issue. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.